Manufacturer narrative:
There button error alarm and no button response were due to the corroded keypad traces. They were unable to perform the occlusion test due to the button/keypad anomaly. There was no moisture damage found inside the pump. The pump was received with cracked battery tube threads, a reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was predicting a high and she was trying to turn it off when she received a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.